Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was not sure what circumstances led to their ins only charging to 75%. They had not taken and steps to resolve the issue and had not seen their physician since (B)(6) 2017. No new appointments had been made and the issue was not resolved.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins would only charge to 75% and that once it reached 75% it would stop blinking. The patient used their programmer to sync to the ins and noted that it was on group a and functioning as expected. Proper ins recharging instruction was reviewed with the patient who was told to call back if the issue persisted. No further complications were reported.